Event description:
Another country affiliate rec'd info 05/02/2007 from an optician. Optician reported that the pt presented for the first time. The pt reported being hospitalized for 2-3 days after being diagnosed with an "eye infection/eye inflammation". The treating facility, diagnosis and treatment were unk. Affiliate attempted to obtain add'l info and prod in question from optician. Optician reported receiving a letter from the pt indicating that the pt wanted to sue the optician. The pt also reported experiencing "suppurated and adhered eyes every morning reduced visual acuity eyes very sensitive to light." No add'l info is available at this time. Lot numbers reported are b004tjh, exp date 07/2012 and b004tjq, exp date 04/2012. A lot history has been requested; results will be sent in supplemental report. Will report any further info if it becomes available.